Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. The customer had treated with a correction injection of 10 units. Customer's blood glucose value was 393 mg/dl at the time of the call. Customer reported that the high blood glucose began (B)(6) 2017. Customer did not finish troubleshooting for high readings because the customer did not have tubing clamps for the high pressure test. Customer was advised to call when they get the tubing clamps to perform the high pressure test. The product was not returned for analysis.